Event description:
One of the surgical techs handed me the trocar. He stated that the covering of the medline pelviscopy pack had a yellow "attention" label on it. The label stated that the trocar in the pack was recalled and must be replaced with another trocar.====================== health professional's impression======================when we had another company making our packs,they would notify our materials manager and coordinator of the recall. They would send in another product to replace the recalled product. Medline never informed us or offered a replacement.====================== n/a